Event description:
The chair was in the tilt position and the user's hand was between the seat and seat frame. When the chair was returned to the upright position by attendant, the consumer's middle finger allegedly was cut off.